Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("bleeding,") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included weight gain, hair loss, hirsutism, mood swings, dysfunctional uterine bleeding, adenomyosis and endocervical polyp. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,"), autoimmune disorder ("autoimmune-like symptoms") and device breakage ("(fragments of coil (essure)left behind)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy w/bilateral salpingectomy). At the time of the report, the perforation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, autoimmune disorder and device breakage outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device breakage, genital haemorrhage, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral essure device with bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records-pregnancy, pelvic pain. Most recent follow-up information incorporated above includes: on 27-dec-2018: pfs and mr received, reporter added, demographic updated, essure insertion and removal date updated, event added- pelvic pain, peroration, genital haemorrhage, autoimmune disorder, device breakage, patients medical history added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), device breakage ("(fragments of coil (essure)left behind)"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("bleeding,") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included weight gain, hair loss, hirsutism, mood swings, dysfunctional uterine bleeding, adenomyosis and endocervical polyp. (B)(6) 2009: "essure confirmation test" - showed both tubes completely closed. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain,") and autoimmune disorder ("autoimmune-like symptoms") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy w/bilateral salpingectomy). At the time of the report, the perforation, device breakage, pregnancy with contraceptive device, genital haemorrhage, pelvic pain and autoimmune disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device breakage, genital haemorrhage, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2009: bilateral essure device with bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records-pregnancy, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.